Event description:
A customer reported to baxter france of an administration set that had a distal luer broken in a catheter line. A patient was involved; however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was visually checked and the luer was damaged. The root cause of the reported condition was undetermined. This device is manufactured for distribution outside of the united states (us); however, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review cannot be performed since there was no lot number provided. This issue is being investigated through CAPA.